Event description:
It was reported that the patient's daughter called and stated that c6 monitor charging port had melted and the monitor is no longer working. The device was returned and a replacement was not sent. There was no report of patient harm or injury.

Manufacturer narrative:
It was reported the monitor charging port was melted and the monitor was not working. The monitor and charger cord was returned for investigation. Bom: (B)(4), product model: unit, c6m, a13, v, serial number: (B)(6) is not likely the root cause of this allegation. Product information updated to charge cord, red for a10e phone. Overheating and melting of the charge cable is a known product defect and philip's am&d is doing further investigating.

Manufacturer narrative:
**UDI related data quality updates only**